Event description:
During index procedure, one endeavor drug-eluting stent was successfully deployed in the lcx. Approximately 03 months post index procedure, the patient suffered from ascending colon diverticulitis. Investigator indicated that the event was not related to the study device. The patient was treated with medication and the outcome was reported as in remission. Approximately 16 months post index procedure, the patient suffered ascending colon diverticulitis. Aspirin and clopidogrel were discontinued. Investigator indicated that the event was not related to the study device. The outcome of this event was death; the patient expired due to renal pelvis cancer. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.